Event description:
It was reported that this right atrial (ra) lead was showing atrial under sensing that resulted in false termination of atrial arrhythmia events and inappropriate atrial pacing. The ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.